Event description:
During the surgical procedure, the surgeon was unable to remove the endobronchial ultrasound (ebus) transbronchial needle aspiration (tbna) needle system device from lma. After much difficulty, he did get the device out without obvious harm to the pt. A second device was given to him and he was unable to slide the device forward. He also had this problem with the first device. A third device was used with less problems and the procedure was completed.